Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 90% stenotic de novo lesion was located in the severely tortuous pulmonary artery. Access was obtained through the femoral artery. The physician advanced the 5.0/1.5/150 ultra-soft sv balloon to the lesion and on the first inflation, inflated the balloon to 6atms for approximately 10 seconds and the balloon ruptured. There were no patient complications. The device was removed intact. The procedure was completed a different device. Patient status is reported as "good".

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 90% stenotic de novo lesion was located in the severely tortuous pulmonary artery. Access was obtained through the femoral artery. The physician advanced the 5.0/1.5/150 ultra-soft sv balloon to the lesion and on the first inflation, inflated the balloon to 6atms for approximately 10 seconds and the balloon ruptured. There were no patient complications. The device was removed intact. The procedure was completed a different device. Patient status is reported as "good".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Visual and tactile inspection of the proximal hub and shaft presented no damage or irregularities. Microscopic examination of the proximal end of the catheter revealed a longitudinal tear in the balloon wall. The tear was located near the proximal markerband and extended approximately 3mm distally. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).